Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract extraction with intraocular lens implant procedure the tip and handpiece were clogged. The tip was exchanged five (5) times with no resolution to the issue. The surgery was completed with no harm to the patient. A sample is not expected to be returned.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The associated system was manufactured on october 6, 2006. No phaco tip was returned for the tip being clogged. No lot number was identified with this complaint. Therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. All phaco tips are 100% visually inspected by trained operators for the correct packaging. The root cause cannot be determined conclusively. (B)(4).